Event description:
Medtronic received information that four years post implant of a 25mm sorin mitroflow surgical aortic valve, this medtronic evolutr transcatheter bioprosthetic valve was implanted valve in valve. There is no allegation that the medtronic device caused or contributed to a serious injury, death or harm to the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).